Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips fell out. 6/16/1998 second applier malfunction. It possibly also had clips fall out. No further information was available. Another clip applier was pulled to complete the case. There was no consequence to the patient.